Event description:
The customer reported approximately 10 mls of fluid was leaking under the lh750 analyzer and onto the counter. The leak was not contained. The customer also reported the analyzer generated "p" errors. There was no biohazard exposure to open wounds or mucous membranes. In addition, there were no erroneous results reported out of the laboratory in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from disconnected tubing from the front blood detector to the blood sampling valve (bsv). The fse re-attached the tubing resolving the leak and "p" errors. Upon recur; the failure mode identified could generate erroneous flagged, un-flagged, and non-numeric results in auto mode due to incomplete aspiration of patient samples. (B)(4).